Event description:
The catheter connector did not fit onto the pump; no troubleshooting was done; it was immediately replaced with another catheter. There were no pt symptoms. The pt was reported to be doing "fine". The type of medication, concentration, and daily dose being administered via the pump were not reported; the system was used for the treatment of pain. Add'l info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.